Event description:
It was reported that the patient got no benefits with the device and made her pain worse. The patient had difficulty charging the ipg. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7139579/7141482.